Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the using the pre-close technique prior to a pulmonary vein isolation (pvi) interventional procedure. Reportedly, the suture came out with the device during deployment [suture malposition]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the pvi procedure was completed. Reportedly, post procedure, one of the sutures broke during knot management. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model number, catalog number, lot number, UDI number updated.